Manufacturer narrative:
Sample from the patient was investigated and the high ft3iii result was confirmed. Upon further investigation, an interfering factor specific for the ft3iii assay was detected which most likely caused the falsely elevated result. Product labeling for the assay states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
A sample from the patient was requested for investigation. The qc results were within the acceptable range. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys ft3 iii results for one patient from cobas e 801 analytical unit serial number (B)(4). The customer believed the thyroid results did not correlate with the clinical symptoms for the patient and suspected an interference. The ft3 result was 9.03 pg/ml and was reported outside of the laboratory. A new sample was drawn from the patient and the result was 8.6 pg/ml. The sample was sent to another laboratory and tested on an abbott analyzer with a ft3 result of 3.3 pg/ml.